Event description:
Boston scientific received information that this local sales representative contacted technical services to report that this device and lead system was exhibiting greather than 125 ohms shock impedance measurements. Technical services discussed possible causes and recommended that the representative check the programmed shock vectors. The device was reprogrammed to a single coil shock configuration and subsequent shock impedance measurements were normal. The device was permanently reprogrammed to a single coil shock configuration. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.